Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for low impedance, increasing thresholds and no capture. The patient was hospitalised and a temporary rv lead was implanted and attached to an external pulse generator. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.